Event description:
The following article was received based on a literature review: article: a novel tube insertion technique for glaucoma drainage device implantation a retrospective case series was done to report the early post-operative outcomes of a novel surgical technique that allows atraumatic insertion of non-valved glaucoma drainage devices gdds through a much smaller 25-gauge scleral track, to minimise entry site leakage and improve safety. A total of 15 patients (n=15 eyes) had undergone a non-valved gdd (baerveldt 350 mm2) insertion into the anterior chamber using a previously unreported technique. This novel single needle-docking intra-ocular insertion maneuver facilitated by the utilization of a slip-knot tie onto the tube is a technique made gdd insertion through a smaller 25-gauge water-tight scleral track more efficient and less traumatic. This technique was utilized using 7/0 prolene w8704 suture, prolene 3/8 circle needle, 25- gauge needle, and curved tying forceps. Event was unexpected early hypotony (n=1; 6.7%) with shallow choroidal detachments on day 1. This case was managed with one intracameral injection of ovd (healon gv ®, johnson & johnson vision, north jacksonville, fl, USA) given at the slit-lamp at day 1. Other jnj products were mentioned but no complaints were reported against them. There were no further interventions reported. No further details were provided. A copy of the article is provided with this report.

Manufacturer narrative:
Section a2: mean age 77.8 (7.7) section a3: 6 female, 3 male sections a4, a5: information unknown/not provided. Section b3: date of event: exact dates not provided. Article acceptance date is october 16, 2021. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: unknown/ not provided section d6b - explant date: n/a, device remains implanted. Section h3-other (81): the device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: mohite, a. A.; samia-aly, e.; shankar ramanathan, u.; corridan, p. G.; murthy, s.; does prior endoscopic cyclophotocoagulation (ecp) affect subsequent trabeculectomy outcomes?; october 25th, 2021; graefe's archive for clinical and experimental ophthalmology (2022) 260:1975¿1982; https://doi.org/10.1007/s00417-021-05471-y all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: upon further review on jun 14, 2024, it was noted that section d4 model number was submitted as 101-350 on the initial MDR, but should be unknown. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.